Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the staple fired normally but there was an incomplete central staple line and there were malformed staples in the center portion. The surgeon had to oversew the area to fix the staple line. There was no patient injury.